Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to get the product back are on going. The product involved in this complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. The customer reported that when her pump fell it pulled the transformer from the wall and that is when she saw sparking and noticed the crack between the prongs of the transformer. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.

Event description:
The customer reported to customer service that when she went to unplug her transformer she saw sparks shooting out. The customer did not witness flames or fire and no injuries were sustained.